Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "I was a participant in the mcghan 410 (allergan) silicone cohesive gel implants with texture". Patient later reported "hormonal changes" which is not device related and "exchange of textured device due to patient's concern with product". Patient later reported "extra fluid" but it was not the seroma fluid buildup". Patient later reported "uptick migraines, acute chest/throat tightness, extreme fatigue, arm, joint pain and crippling migraines and breast had increased in size since the 2024 exam¿ and ¿fluid analyzed; negative for malignancy¿ confirmed via mammogram. This record is for the left side. Device was explanted.